Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the (B)(4) that during service and evaluation, it was observed that the small battery drive device control unit was not functioning and defective. It was noted that the motor bearings and gears were worn out. It was also noted that the device failed pre-repair diagnostic tests for general condition, the attachment coupling assessment, battery case coupling, and the off/oscillation/on switch mode function. It was noted in the service order that the device was hacking and making a big noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.